Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold. Leak test and microscopic analysis were performed which identified an observed void on valve side within specification(texture side). The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is no leak was observed in the device. Reason for reoperation is deflation.

Event description:
Device has been explanted.